Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Interrogation of the device revealed that the right ventricular lead had a high defibrillation impedance. The patient was in stable condition and will continue to be monitored.